Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent was to be implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during preparation outside the patient, the stent deployed prematurely when the physician was trying to load the stent over the guidewire. The procedure was completed with another wallflex(tm) biliary rx stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a wallflex biliary stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was received fully deployed. No other issues were identified during the product analysis. The investigation concluded that the cause of the reported premature deployment was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation on august 9, 2016 that a wallflex biliary rx uncovered stent was to be implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during preparation outside the patient, the stent deployed prematurely when the physician was trying to load the stent over the guidewire. The procedure was completed with another wallflex biliary rx stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.